Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that with her second implant, the implantable neurostimulator (ins) was revised and moved to the back from the front because it's better for a woman. It was also noted that a wire came loose and poked through. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the circumstance that led to the issue was the battery going out as it was 8 years old. As a step to resolve this issue, the battery was replaced.